Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, upon interrogation, high voltage lead impedance issue was observed on the rv lead. It was advised to bring the patient in clinic for an evaluation and it is unknown if this has been completed. No further information available.